Event description:
It was reported through literature that asahi sion guide wire was involved with vessel perforation, cardiac tamponade, and additional treatment. Publication: coronary intervention (2025) vol.21 no.2:36-41 title: micro catheter plugging for collateral channel perforation by guide wire [excerpts] it was reported that a percutaneous coronary intervention (pci) was performed for a chronic total occlusion (cto) at the proximal left anterior descending artery (lad) of a patent with his chief complaint of excertional breath shortness. The entry of the occlusion was located just proximal to the lad with a blunt type end. A not-so-large intermediate artery that was likely to allow observation of the main lad. Angiogram from an unspecified guiding catheter via a collateral channel found an island in the lad, and a diagonal branch branching off from the distal island, whose distal segment was also occluded. The distal end of a collateral branch from the conus branch was clearly seen. Angiography from the main rca was competitive, with its distal end poorly visualized. As for the collateral channels from the rca, an apical channel was well developed due to patent ductus arteriosus (pda). The septal channel was not clear under x-ray. Cardiac computed tomography (CT) also suggested an existence of a double cto. No calcification was found in the lesion. An asahi caravel microcatheter along an asahi sion guide wire was advanced for contralateral angiograpy by way of the apical channel. However, the devices wandered into small branches several times and crossing through the channel was not easily achieved. Angiography indicated extravascular leakage; contrast media was observed on the both sides of the pda, suggesting that there were two bleeding sites. Attempts were made to correct the guide wire course from a small branch to the main lad. Further attempts were made to advance the caravel microcatheter to the segment where blood flow to a smaller branch can be blocked. Angiography from the segment where the microcatheter was advanced showed bleeding caused by the guide wire perforation stopped. The procedure was then continued with antegrade wiring while the caravel microcatheter in the apical channel was kept as is. Neither an asahi miracle neo 3 guide wire or an asahi miracle 12 guide wire could be advanced under the guidance of an unspecified intravascular ultrasound (ivus) system. An asahi conquest pro 12 guide wire was able to puncture the proximal cap of the cto. Although an asahi corsair pro microcatheter could not track the guide wire, an unspecified 1.0mm balloon catheter successfully crossed the cap. After the balloon dilatation, the corsair pro microcatheter successfully crossed the cap. The conquest pro 12 guide wire was switched to an asahi miracle neo 3 guide wire, which was advanced over the island. As ivus observation confirmed that the plaque was successfully crossed, an asahi sasuke double-lumen catheter was introduced to allow the sion guide wire to the diagonal branch branching from the distal island. Under the ivus guidance by way of the sion guide wire, the miracle neo 3 guide wire was advanced with support by the corsair pro microcatheter. The miracle neo 3 guide wire went toward a septal branch after the guide wire passed over the distal end of the occlusion. As ivus observation found that the guide wire was advanced subintimally from just proximal to the septal branch, the tip detection method was used under the ivus guidance to re-wire an asahi gaia next 2 guide wire into the plaque to successfully secure the distal true lumen. Although it took about 2 hours to cross the guide wire as it took time to puncture the proximal cap and insert the corsair pro microcatheter, there was no sign of increased pericardial effusion, and the patient hemodynamics was stable. The procedure was continued. As the sion guide wire did not completely cross through the apical channel from the rca yet, an antegrade wire needed to be crossed so that more than one coil needed to be deployed on the lad side of the bleeding site and the sion guide wire and the caravel microcatheter needed to be advanced way over the bleeding site. Two units of 10mm hilal embolization microcoils (cook medical) were deployed from the lad and four units of hilal embolization microcoils were deployed from the rca to sandwich the bleeding site, successfully achieving hemostasis. An unspecified 2.5x48mm drug eluting stent (des) was deployed from the distal side, and post dilation was performed with an unspecified 3.0mm noncompliant balloon, except for the distal segment of the stent. Directional coronary atherectomy (dca) was performed to the proximal lad to generate a platform. An unspecified 4.0x24mm des was deployed without jailing the lcx. Drug application was performed with an unspecified drug coated balloon (dcb) to the lmt to the lad segment #6. As bleeding was again found in the apical channel by angiography of the lca again, two units of 5mm hilal embolization microcoils were additionally deployed to each of the lad and rca sides, when vasopressor needed to be applied. Increase of the pericardial effusion was found, and a cardiac drain was inserted and kept. When checked again, hemorrhage was once again confirmed. Four additional units of hilal embolization microcoils were deployed to finally achieve the complete hemostasis.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. According to the article, the perforation occurred when the caravel microcatheter was tracking the subject sion guide wire to cross the cto but wandered into a small branch, causing the perforation. Based on the literature information and referring to known similar events, it was presumed that the reported event might have been complexly attributed to the operator's manipulations, the lesion conditions, and target vessel conditions. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] damage to a vessel, including possible vessel perforation cardiac tamponade due to vessel perforation.